Event description:
The previous device manufacturer provided ventec with a copy of voluntary medwatch report number mw5152812, which stated the following: "mother is (B)(6) (year-old) with copd (chronic obstructive pulmonary disease), tested positive to covid on (B)(6) 2024, and was admitted to the hospital on (B)(6) 2024. Symptom was difficulty breathing, oxygen was 95~98 but pr (pulse rate) was high, lungs are clear no infection seen. She was ordered for discharge on (B)(6) 2024. Case manager ordered oxygen concentrator for home use, and it was delivered to home on the same day around 2pm, prior to her arrival she was good for the next two days (oxygen 99%, breathing was good) then on (B)(6) 2024, early morning she started having difficulty breathing and oxygen went down to 85-88. Was given lorazepam every 4 hours (prescribed by doctor for anxiety) to calm down. Oxygen dropped further to 76 on the night of (B)(6) 2024, then continuously down to 65 on (B)(6) 2024, with the lowest at 50% on (B)(6) 2024. She could not eat and drink due to breathlessness, she was also unable to talk and open her eyes by (B)(6) 2024. Our family decided to transition her to hospice care as we thought she was dying. Siblings from out of state purchased flight tickets for (B)(6) 2024 to be with her. Hospice care company sent a new oxygen concentrator on (B)(6) 2024, around 5pm (different brand from different provider). I connected mom's nasal cannula to the new concentrator around 7pm and her oxygen went up to 99% within an hour. Mom's breathing improved but still could not eat and drink, could not open her eyes, could not even raise her hand and say a single word she was very weak. Because she has been under hospice care there was supposed to have no option for treatment/going to the hospital, so she was given lorazepam and morphine continuously to make her comfortable. We decided to wait until her time comes as advised by hospice care staff. She was showing some signs of being able to speak a few words, sip some thickened water through syringe (about 5ml) and some pureed food (about 5 half spoonful) but still remained weak and barely responsive. On (B)(6) 2024, after thorough family discussion we decided to revoke hospice and bring her to the hospital to see if her small improvements will be much better with proper treatment. Doctor did blood tests which showed severe dehydration, uti (urinary tract infection) and possible pneumonia. She was given medications and IV (intravenous) fluids and was able to speak and open her eyes after about 30 hours which was on (B)(6) 2024. She is on ngt (nasogastric tube) to get complete nutrition and hoping to get better. With regards to the defective oxygen concentrator, I was able to research that this specific product invacare perfecto2 v, model: irc5po2vc, and serial number: (B)(6), has recall from invacare website (https://www.invacare.com/cgibin/imhqprd/inv_productalert/prod_alert.jsp?s=0). I am wondering if the dme (durable medical equipment) provider was able to fix it before sending to the patient. Please investigate and take the necessary action to correct this. Thank you. My mom is still in the hospital on ng (nasogastric) tube because she is still weak to be able to eat and drink enough. We are still waiting for progress. I wanted to submit a complaint to the manufacturer invacare but was not able to see an option to report a problem in their website. I was also planning the same with the dme provider, home medical express, who delivered the equipment but there is no such option to in their website. Catalog number, lot number, unique device identifier number: contact dme provider". No further details about the patient or the event were provided. There was no specific allegation of a device malfunction included in the voluntary medwatch report. However, the reporter alleged that the patient's condition deteriorated while on the device and that medical intervention was necessary to prevent further deterioration of health. The voluntary medwatch report did not provide a device serial number. Therefore, section d4, serial number, as well as UDI, are ¿unknown¿. In addition, because the serial number was not known/reported, section h4, device manufacture date, shall be left blank.

Manufacturer narrative:
Ventec reached out to the dme in an attempt to obtain additional information about the patient, the event and the device involved (including is current disposition). No response has been received. If further information about this event is received, ventec will submit a supplemental medwatch report. Due to the insufficient information provided, ventec is unable to determine if the device use caused or contributed to the patient's outcome. The cause of the reported issue could not be determined.